Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician phoned into technical services regarding a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead that were showing oversensing noise on multiple vectors. The oversensing resulted in multiple non-sustained ventricular tachycardia (nsvt) episodes and inhibition of pacing. It was noted the noise was able to be recreated with isometrics on the can-to-coil vector but was not seen on other vectors. It was thought the oversensing could be related to electromagnetic interference (emi). Follow up was completed. The allied health professional (ahp) at the account was able to verify that no reprogramming was completed and the physician is continuing to monitor the patient. The device and lead remain in use. No patient complications have been reported as a result of this event.